Event description:
It was reported the coblator ii surgery system was taken out of service after the facility experienced issues with post-operative rebleeds. Biomedical testing done at the facility found that the coagulation outputs were low. No other info concerning specific events was provided.

Manufacturer narrative:
Additional MFR narrative: the pt identifier, age, weight and gender were not available.